Manufacturer narrative:
The event unit returned to applied medical for evaluation. Engineering observed that the tissue bag was deployed. The tissue bag was rolled and had detached from the supports, which confirmed the complainant¿s experience. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the evaluation of the event unit and description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure performed: adrenalectomy. [Hospital name] surgeon push the thumb ring forward to deploy the bag but the bag drops out from prongs. They replaced a new one to complete this surgery. Product available for return. Additional information was received via email on 10jan2021 from [name] tips of the prongs were exposed. There were not multiple attempts to advance the actuator. No other devices were being used at the time of the event. Patient status: fine. Type of intervention: they replaced a new one to complete this surgery.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: adrenalectomy. "Surgeon push the thumb ring forward to deploy the bag but the bag drops out from prongs. They replaced a new one to complete this surgery." Product available for return. Additional information was received via email on 10jan2021. Were the tips of the prongs exposed? Yes. Were there multiple attempts to advance the actuator? No. Were there any other devices being used at the time of the event? No. Patient status: fine. Type of intervention: they replaced a new one to complete this surgery.